Event description:
A water hose catches as the gantry rotates and comes off all at once causing a water hammer that is picked up by the flow detectors and creating a flow fault. The tx linear accelerator cannot treat patients that way so varian engineers had us bypass all 4 flow detectors until the new parts arrived. Varian changed it last night and all seems well so far.======================health professional's impression======================water hose could have caught the gantry and broken open